Event description:
It was reported, the zoom drive allegedly disengaged while going downhill. It was reported to the service technician, the operator lost control of the stretcher and ran into a wall with a patient on the stretcher. No adverse consequences are reported.